Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that intermittently, the high definition liquid crystal display monitor would lose the display image. The customer verified that the power save mode was turned off in the monitor menu selection and then plugged the monitor into a triplite extension power strip. Tac technical informed the customer that an extension is not recommended and instructed the customer to try plugging the monitor directly into the wall outlet. This issue had happened a few different times, all occurring with no rhyme or reason. Once it happened during a procedure, and other times it happened just randomly. The customer reported that the device will not be returned due to the issue being resolved by plugging the device directly into a wall outlet. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6). (Model number: oev262h/ s/n: (B)(6))

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.